Event description:
The patient was to undergo a high-risk stent placement in the cardiac cath lab. During the catheterization procedure as wire was being threaded, it broke off and was unable to be retrieved. The cardiovascular technologist wrote the following:"pilot 50 300cm wire advanced into the left main (lm) artery and down the circumflex (cx) artery, a over the wire (otw) 1.5mm x 8mm mini trek balloon was advanced over the 300cm pilot 50 wire distal to the lesion. The 300cm pilot 50 wire was removed leaving the otw balloon distal to the lesion. The rotawire floppy was advanced into the otw 1.5mm x 8mm balloon. The rota floppy wire was advanced to the distal circumflex. The otw 1.5mmm x 8mm balloon was removed over the rota floppy wire. A 1.25mm burr was attached to the rota advanced and the wire was inserted into the burr and through the advancer. The rotablator was platformed outside the patient's body at 150,000 rpms. The 1.25mm butt was advanced over the rota floppy wire into the guide. The burr was advanced outside of the 8 fr. Cls 3.5 guide catheter. Before we began rota blading we checked to make sure the brake was on, which it was. Dr.__ stepped on fluro and then the rota pedal. The burr spun and dr. __ noticed the burr deflected in a different direction, he immediately stepped off of the rota pedal. Dr.__ attempted to adjust the wire and burr at this time he noticed the distal tip of the wire was not moving when he attempted to adjust it. At this time dr. __ determined that the wire must have broken off. The burr, advancer and the rest of the rota floppy wire was removed. Dr.__used several techniques to try and snare the broken part of the rotawire from the vessel. Interventional radiology was called per dr. __. The interventional radiologist arrived to the cath lab, and scrubbed in to help. Multiple techniques were used to snare the wire. Unfortunately after hours of trying to snare the wire we were unable to recover the wire. The patient was discharged from the cath lab and transferred to the cic with impella device in place. 107.2 min of fluro time was used during the case, which most of the time was used under 7.5 fps." Cardiologist notes from the procedure: "with this, a pilot 50 guidewire was used as a work force wire placed in the posterior left ventricular branch of the circumflex coronary vessel while it passed the area of interest in the left main bifurcation region. Subsequent to this, a 1.5 x 12 mm trek balloon was advanced into the level of the posterior left ventricular branch and pilot wire was removed. Subsequently, the rotafloppy wire was advanced through this balloon and it was once again removed. Over this rotafloppy wire, rotablator burr was advanced without difficulty into the guiding catheter and subsequently into left main coronary vessel as per protocol, initially passed easily into left main vessel, but withdrawing somewhat and trying to re-advance, it was impossible to direct it into left main coronary vessel and kept directing superiorly very sharply, it was felt that the rota wire had "kinked." Rota wire and burr were withdrawn into the guiding catheter. Attempts at further withdrawal of the rota wire were of significant resistance and subsequently it fractured leaving a portion of the wire out. We lost guiding catheter placement and now wire was seen in the ascending aorta." The patient underwent a re-do CABG, and the wire was easily retrieved from the aorta. The patient was discharged home six days later. Manufacturer response for rotawire guidewire and guidewire manipulation device, rotawire and wireclip torquer (per site reporter). The rep has filed this with the manufacturer.